Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous electrode was revised due to suboptimal positioning resulting in inadequate ventricular fibrillation (vf) termination. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.